Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.